Event description:
It was reported that this pacemaker reverted to backup mode during a telemetry check-up pre-orthopedic surgery. It was noted that possible interference with electrosurgical units was suspected. Of note, pre-intervention estimated battery longevity was one year remaining. Subsequently, it was decided to explant and replace the pacemaker. Besides the intervention, no other adverse patient effects were reported. Device return is expected.

Manufacturer narrative:
To date, this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker reverted to backup mode during a telemetry check-up pre-orthopedic surgery. It was noted that possible interference with electrosurgical units was suspected. Of note, pre-intervention estimated battery longevity was one year remaining. Subsequently, it was decided to explant and replace the pacemaker. Besides the intervention, no other adverse patient effects were reported. This device has not been returned despite good faith efforts thus far. Should the device be returned in the future, laboratory analysis will be performed, and an updated report will be issued.